Event description:
The customer reported a delay in critical therapy following a leak. The tubing set was being used to deliver an unspecified concentration of propofol, at an unspecified rate, via a symbiq pump. After an unspecified length of time, it was reported that solution leaked from an unspecified location on the tubing set. The customer contact reported the tubing set was replaced and the therapy was resumed. The customer contact reported that there was a delay in therapy while the tubing set was being replaced; however, there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.